Manufacturer narrative:
(B)(6).

Event description:
It was reported the retrograde drill 7.5mm blade is detached from the drill. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint of disassembly. The cutter head has come free from the drill shaft. The actuator wire does not appear to be uncoiled and the dowel pin on the cutter head is in place. Insufficient information was received and investigation findings are inconclusive, root cause was undeterminable. No further damage was observed with this return. A DHR review was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Event description:
Competitive device utilized to complete the procedure.